Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high thresholds on several attempts at multiple positions suspected to be due to local myocardial fibrosis. The lead was attempted/ not used and replaced . No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.